Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had an image quality issue; a lot of lines running across the image. The cables were changed but the issue was not resolved. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. During evaluation, the customer allegation was confirmed. There was no image with 180 series scopes. It was also noted that there was a lot of corrosion inside and outside (feet, chassis), serial number label was not readable. Troubleshooting using test patient board set was done, it was found that unit test patient board was defective and needed to be replaced. The unit's chassis and feet need to be replaced due to corrosion and wear and tear condition on feet. The power switch needed upgrade. The software version 1.04 was outdated and recommendation was upgraded to 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.